Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) had an error message indicating overheating. There was no patient involved.